Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported her stimulator had not been working about 5 days. She was feeling no stim and had been going to the bathroom like she did before the device was implanted. She had urinary tract infection (uti) and noted that medicine did not seem to be working. Patient synched the implantable neurostimulator (ins) with the patient programmer (pp) during the call and the pp showed stim was off. Patient reported seeing replace pp batteries message. Patient replaced pp batteries and seeing a poor communication. It was noted the poor communication screen was resolved after patient check antenna connection and re-positioned antenna over the ins. Patient reported the ins was off and she was on program 4 at .3v. Patient was instructed to turn stim on and reported feeling stimulation. Patient increased stim to .5v but reported it was too much. Patient then brought stim down to .4 and reported it was comfortable. Patient was advised to follow up with healthcare provider (hcp) if issue did not resolve. There were no further complications that have been reported as a result of this event.